Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that prior to the start of a patient procedure, the surgical table moved from reverse trendelenberg to trendelenberg without being commanded. Reportedly, the surgical table did not respond to prompts from the hand control nor the auxiliary controls and hospital staff had to prevent the patient from sliding from the table. It could not be confirmed that the user facility had properly secured the patient to prevent patient movement in the case of unanticipated table movement as stated in the safety precautions section of the 3085sp surgical table operator manual (section 1-2). A steris service technician inspected the table and could not duplicate the reported event. He did identify a break in the electrical continuity to one of the auxiliary switches; however this did not prevent the table from responding to the hand control or the auxiliary controls. The table responded to commands from both controls. The steris service technician replaced the auxiliary switch and returned the table to service; no additional issues have been reported with the table. In the investigation of this event it was identified that the user facility stores equipment on the base of the surgical table which is contraindicated in the devices warning labels and operator manual: "possible table damage- do not use the table base for storage." It has been observed that storage on the base of the surgical table can damage the table's auxiliary controls. Additionally, it was reported by the user facility that there was blanket which leaked during the reported event. There is potential that the leaking blanket contributed the break in electrical continuity of the auxiliary switch, but cannot be confirmed as the liquid, once dried, would not leave a residue. The surgical table subject of this event is maintained by the user facility's biomedical personnel. During the investigation of this event, it could not be confirmed that biomedical personnel were verifying proper operation of all articulations via the hand control and override functions as outlined on the table's preventive maintenance schedule (minimum six times per year; increased usage of the table may result in more frequent maintenance). The user facility requested in-service training for their personnel on the proper use and operation of the 3085sp surgical table. The training has been scheduled for (B)(6) 2011.